Event description:
Scd (sequential compression device) machine started flashing green for tubing #2. After troubleshooting, error for tubing #2 continued and alert light turned amber. New scd machine obtained, and malfunctioning unit taken out of service.